Event description:
As reported: "after inserting the lag screw, the surgeon attempted to secure the set screw. Slightly backed off the set screw and checked the lag screw driver. Proceeding with the u-blade procedure, when the u-blade was hammered in, the lag screw advanced with it, penetrating the head of femur. To complete the procedure, backed off the lag screw again and re-secured the set screw."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.